Event description:
It was reported that the customer states that she has not started using the purewick. She is currently at her son's house. She is a recent widow there to bury her husband. After that she is headed to her daughters for a month, so she did not want to schedule a call back. She will call when she gets home. She stated that when the purewick was used in hospital, staff let it overflow and it backed up and she got a uti. I told her that the home device has a flow stop valve to prevent overflow. Serial number not requested because this was reported on a hospital device. Also, she is not home to provide hers. Our number or hours provided. Survey offered. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was confirmed use related issue as the staff let the canister overflow. No sample was returned for evaluation. The root cause identified is "user does not follow instructions." The labeling is found to be adequate as the instructions for use states: do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty. It is important that the port connections be connected correctly for proper operation of the purewick urine collection system a DHR review was not required because the investigation was confirmed as use related. Based on the investigation results no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.